Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: was there any patient consequence (as not answered on synergy complaint form)?

Event description:
It was reported by the rep that during a total laparoscopic hysterectomy procedure, device malfunctioned at the blade. Broken blade was retrieved using graspers and brought out the trocar safely. Procedure completed with same/like device. There was no report of adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: there was no consequence to the patient. The procedure was delayed an unknown amount of time and completed with another har7.

Manufacturer narrative:
(B)(4). Batch # n93n7g. The device was returned with the tissue pad damaged, melted, not all present and a half piece was not returned. Also the device was returned with the blade tip intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.